Manufacturer narrative:
H3 - device evaluation: the lens was returned product evaluation found the lens returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic torn. Claim #(B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was removed and replaced in a seperate surgery for a same model but longer length lens. The problem was resolved. Cause of event was reported as unknown.